Manufacturer narrative:
Concomitant medical products: product ID: 977a160, serial# (B)(4), implanted: (B)(6) 2016, product type: lead. Product ID: 977a160, serial# (B)(4), implanted: (B)(6) 2016, product type: lead. Information references the main component of the system. Other relevant device(s) are: product ID: 977a160, serial/lot #: (B)(4), ubd: (B)(6) 2019, UDI#: (B)(4); product ID: 977a160, serial/lot #: (B)(4), ubd: (B)(6) 2019, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a manufacturer¿s representative regarding a patient who was implanted with an implantable neurostimulator (ins). It was reported that the patient's therapy was causing gi issues, specifically diarrhea. They reported it was happening during normal use of the device and the issue persisted regardless of the program. They were trying a number of different programs to determine if that made a difference. No further complications reported. Additional information received from the consumer via the manufacturer representative reported that there was a change in therapy and stimulation was causing diarrhea. The patient noted that she had fallen a few times in the last few months. The healthcare provider took images and found that both leads had moved down a space, but remained midline and posterior. Programming was done and the issue was resolved at the time of the report.